Manufacturer narrative:
H11: a device was received for evaluation. Visual inspection of the provided sample showed that the set effluent pump segment was perforated; however, this defect does not confirm the initial report of leakage observed from the set pressure pod. The cause of the damaged tubing was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a prismaflex tpe2000 set, an external blood leak was observed at the pressure sensor (pod). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available for evaluation. The set component associated with the reported leakage event, the pressure pod, is manufactured by a vantive external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing, and the issue is being further investigated. Nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.